Manufacturer narrative:
No physical samples were provided, lot is unknown and no photos available. Bd was unable to perform DHR review since the lot number is unknown. Bd initiated an internal nc review over the entire life of the production for the sku involved and found the following: for the total of parts produced there are a total of 2 ncmrs (nc-rj000664, opened 05/29/2015 current status: close and nc-rj000689 opened 06/26/2017 current status: close) issued for the part number referred in the complaint. Neither of the ncs generated are related to the safety cover malfunctioning or not passing the drop syringe test. During the review of those two ncs was noted that all the rejected quantity was disposed as per the approved documented working instructions and final released plus scrap material quantities matches the initial rejected quantity. The existing controls were reviewed within current process inspection. The results showed there is a functional test based on aql sampling plan which is performed on every manufactured lot. This is a ¿syringe drop test¿ executed on the assembled safety shield. As part of the investigation for this customer complaint a production run was produced using the lot # 7345935 and was taken samples using 95%/95% of confidence and reliability (59pcs), the result of the inspected parts is kept in the DHR with the following results. Inspected parts meet the acceptance criteria set for bubbles, shorts, contamination and flash. Inspected parts were subjected to the syringe drop test looking for safety shield function and it was found that all tested parts passed the syringe drop test. Conclusion: for the complaint received of needle stick injury where no sample or lot were available, the investigation was based around the historical production lots and the nc generated. Bd also compared the most recent production parts to see if door functioning problem was present. Based on the existing process controls used for parts produced historically and parts produced recently, it is concluded that they met the acceptance criteria set for safety shield functioning. Based on the information provided bd was unable to determine the reason the needle stick injury occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd counter balance sharps collector has a broken lid causing poor emptying and leading in a needle stick injury. Found during use. No medical intervention reported.